Event description:
An email was received regarding 14" ext set w 0.2 micron filter, clave clear, clamp, rotating luer in which it was reported that when a micron filter (0.22) was priming with saline to the patient - the patient noticed fluid was leaking from the rectangular filter onto her bedside table. Infusion was stopped and it was noted that there was a leak and/or small crack in the cartridge. There were a patient involvement and no reported patient harm.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review.